Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure. The user reported the oxygen sensor alarmed and the error message "check system immediately" was observed. The user cancelled the procedure until the system could be inspected by a service representative. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.